Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found to have a camera instrument adapter defect with missing bearing components. The adapter was detached from the endoscope. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the 30 -degree endoscope plus had a handle broken. No known impact or patient consequence was reported.